Event description:
A peritoneal dialysis (pd) patient reported that he had peritonitis. During f/u the patient's pd nurse reported the patient had an event of peritonitis diagnosed (B)(6) 2014. He grew (B)(6) in hie effluent culture. This was attributed to touch contamination with a suspected breach in sterile technique. Medical records were made available. Medical records included the patient presented to the emergency room with a complaint of buttock pain. He was found to have a left buttock abscess which was drained. The drainage was cultured and showed a heavy growth of (B)(6). He was also found to have peritonitis after reporting cloudy pd fluid along with abdominal pain. He denied fever or chills. Culture results from his effluent pd fluid showed a heavy growth of (B)(6) and a heavy growth of (B)(6). The patient was admitted to the hospital and started on intra-peritoneal antibiotic therapy with vancomycin 2 grams, tobramycin 40 mg, and fortaz 1.5 grams for his peritonitis and left buttock abscess with intravenous clindamycin. The patient continued his pd therapy while hospitalized. The patient was discharged home in stable condition on (B)(6) 2014 to continue with intra-peritoneal vancomycin 2 grams and oral clindamycin for his left buttock abscess. He completed his last dose of vancomycin on (B)(6) 2015 and has recovered from the infection.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation o the device manufacturing records conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. Clinical review of the patient's medical records conclude that while this event of peritonitis will be reported as a serious injury, it is unlikely that there is a causal relationship between the patient's liberty cycler and his event of peritonitis. The patient's effluent pd fluid cultures grew multiple organisms with one of the organisms the same that was found in his left buttock abscess during the same time period, suggesting a break in aseptic technique due to touch contamination.